Event description:
Both the original case as well as the explant case was performed by dr. (B)(6) at (B)(6) hospital. The original case was performed in (B)(6) 2011 and the revision case was performed (B)(6) 2012. Pt originally had great pain relief but started to experience pain approx 6-8 weeks post-op. The pain persisted and eventually became significantly worse compared to the pain she was experiencing prior to having the ifuse implants. The surgeon decided to remove all 3 implants based on films showing halo effects around the implants. On the day of the explantation surgery, a CT scan was obtained which showed lucency around the implants indicating that the implants were loose. The surgeon spoke with dr. (B)(6) prior to explantation surgery. Dr. (B)(6) recommended obtaining a CT scan to confirm position of the implants. Dr. (B)(6) was concerned that the implants may have been positioned dorsally. Dr. (B)(6) recommended placing additional implants in a more ventral position, leaving the current implants in position. Removal of the implants were performed without any issues. All implants were easily removed. There was little bone or no bone on the implants. The surgeon filled the 3 holes left by the implant with bone graft across the joint then placed one 65mm x 7.3mm threaded compression screw (manufactured by synthes) across the joint just below the ala. Pt was placed on a non-weight bearing protocol for at least 6 weeks. It was reported that the pt is doing fine.

Manufacturer narrative:
Certificate of conformances review was performed for lot#7550002440001, p/n 7030-90, expires 2014-04; lot#3777-10030, p/n 7040-90, expires 2014-02; lot#7550002440005, p/n 7050-90, expires 2014-04. All inspections passed. There are no nonconformances associated with these lots. In addition, the surgeon training and fmea were reviewed. No new risks were identified. Based upon the complaint info and investigation, there is no evidence to suggest that the device was out of specification. The most probable root cause for the loosening of the implants may be due to the pt's age, condition of osteopenia as well as the position of the implants.